Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to spec up to december 2012. Between (B)(6) 2012 and (B)(6) 2013 the device logged both auto and manual self-test fails due to a low battery. The software version was changed from 2.0.8 to 3.2.0 on (B)(6) 2013. Upon initial testing of the device, the device would not power up and there was no response from the status indicator. There is no evidence within the history of the device or during testing to indicate the device was switching itself on. However, investigation confirmed a fault with the device pogo-pins in that they had been sheared off. The returned pad-pak from lot a885 was found not to have been fully depleted. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.